Manufacturer narrative:
This model number is not approved for distribution in the united states, however, it is similar to a device marketed in the u.s. The event is being reported due to an alleged malfunction. (B)(4).

Event description:
It was reported that the doctor suspects premature elective replacement indicator (eri). The device was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the device was returned and analyzed. Analysis revealed the returned device indicated normal battery depletion. Analysis of the device memory indicated the low battery voltage alert for rrt (recommended replacement time). Time of rrt in save to disk on (B)(6)-2013 device rrt less than or equal to 2.6251 volt.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.